Event description:
User facility reported that during use of the loss of resistance syringe, the product produces excessive resistance which has led to puncture of the patient dura. No permanent adverse effects reported.

Manufacturer narrative:
Additional manufacture narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the evaluation.